Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.

Event description:
The procedure was stenting to left renal artery. There were moderate calcification and mild vessel tortuosity, the rate of stenosis was 90%. Access was made from left brachial artery. Palmaz genesis (pg1560pmw, r0808050, complaint product) was delivered over guide wire (deja-ju, support, cordis, 180cm, lot unk) through the guiding catheter (al1, 100cm, other details unk) to the lesion. The balloon of palmaz genesis (amiia, 6x15mm) ruptured at 8 atm during the inflation with indeflator (everest, medtronic). The amiia balloon was carefully removed from the pt body. Another balloon (aviator, 6x15mm, lot unk) was advanced and post-dilated the stent. The procedure was completed without any other problem. The physician commented that he was concerned about the leakage of contrast media into the pt body by balloon rupture, as the pt had a reduced renal function. However, there was no adverse event and the pt was in stable condition.